Event description:
The user facility reported that at the end of a patient procedure, with the patient still on the table, the shoulder table accessory being used pivoted down and disconnected from the surgical table. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the equipment and found the shoulder table accessory operating to specification. No repairs to the shoulder table accessory were required. The technician attached the shoulder table accessory to a 3080 table located at the facility, inspected the shoulder table pivot and latches and confirmed the unit performed as designed. After extensive testing, the reported event could not be duplicated. As the accessory was found to be operating to specification, the apparent cause of the event was improper latching of the shoulder table accessory to the surgical table. The shoulder table accessory operator manual instructs the users to take the following precautions: "warning - patient instability hazard: to prevent shoulder table movement, always ensure the rail lock tabs on both sides of the shoulder table fully engage the side rails of the table seat section, and verify that the shoulder table cannot be slipped off the surgical table side rails. To prevent shoulder table movement, always ensure the red indicators on the rail lock knobs and position lock knobs on both sides of the shoulder table are not visible and that the rosette teeth on both position locks are fully engaged." The shoulder table is not under a steris service contract. The facility requested additional in-service training regarding the proper procedure for securing the shoulder table accessory to the surgical table. A steris account manager will visit the facility to perform the in-service.